Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterility was questioned while opening the package. Doe: (B)(6) 2019, left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : sample received by blackpool 20 aug 19. The complaint states: ¿it was reported that the sterility was questioned while opening the package. Doe: (B)(6) 2019, left hip¿ based on the examination of the returned sample (see attachment ¿ (B)(4). Photos.pdf¿), the outer powder pouch did not open along the expected path - following the side edge seals. This pouch is a paper/ polyester film laminate pouch (sterile barrier) which contains the powder bag. It has been folded, heat sealed and packed in to a further foil pouch to protect from moisture. The IFU states how the package is to be opened. The pouch backing paper peels along the edge seal line, and the amount of force, speed and pressure applied when opening the pouch influences the opening characteristics, and in some circumstances this may lead to the tearing of the backing paper. This type of paper/ polyester film laminate packaging is currently part of an update by the manufacturer to a different grade of paper - kraft grid kg511 and kg0811 to be replaced with kg-9411. Moc-095 (2d barcoding project) will also affect this product in the future when the process will change for pouches. The dfmea, dva-107020-fde rev 9 has been reviewed and the loss of the sterile barrier due to a damaged peelable pouch has been included as a possible failure mode on lines 106 and 107. See attachment ¿ (B)(4). Extract from dva-107020-fde.pdf¿. In each case the risk is considered "as low as possible" and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.